Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified alarms occurred. Additionally, the pump battery was observed to be depleting rapidly. The customer declined follow-up from tandem technical support. There was no reported impact to the customer's blood glucose level.